Manufacturer narrative:
The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "swollen and enlarged lymph nodes".

Event description:
Patient reported, "right side is like a golf ball". And "swollen and enlarged lymph nodes". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.